Event description:
The patient reportedly experienced a loss of sound and was seen at the center for device evaluation. Testing performed confirmed the device was not functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.